Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was over 500 mg/dl and the patient was treated with intravenous (IV) insulin drip. Patient found positive for ketones. Patient experienced fatigue/weakness and increased thirst. The length of hospitalization is more than twenty-fours. No further information available.